Manufacturer narrative:
The product is not available for investigation by the manufacturer; however, a limited evaluation was done via the photographs. The round plastic cover around the spring arm and the yoke broke. Then the safety sleeve securing the lighthead to the spring arm came out. The lighthead fell down. A repair kit number was provided to our distributor for the repair kits installation at the customer site.

Event description:
According to the customer, the surgical light head came off from the junction between the spring arm and the yoke and fell on the doctor's shoulder. Nobody was injured.